Event description:
The pt called lfs alleging that their one touch ultra meter was prompting error 1. The pt contacted emergency services; however, no treatment was received. The pt did not have any symptoms during the time of concern. The pt reported obtaining an error 1 and an hour later obtaining a reading of 150 mg/dl on another meter. The customer service rep verified that the battery compartment was in good condition and that the pt was using correct testing technique. The csr walked pt through retesting and the meter prompted error 1. The pt neither alleged harm nor experienced injury. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.